Event description:
User experiencing ongoing issues with pt bicarbonate results drifting high for two pt samples. Initial result gave 44.6 mmol per l with data flag > rept. Same sample was repeated on different c501 module gave 29.3 mmol per l. Initial results were reported and corrected reports were sent. Pts were not adversely affected.

Event description:
User experiencing ongoing issues with pt bicarbonate results drifting high for two pt samples. Initial result gave 40; repeat gave 39.7 mmol per l. Same sample was repeated on another c501 module gave 26 mmol per l. Initial results were reported and corrected reports were sent. Pts were not adversely affected.

Manufacturer narrative:
The field service rep determined the cause to be instrument contamination, and performed a decontamination procedure. Calibration and controls were run by customer to verify analyzer performance.

Manufacturer narrative:
The field service rep determined the cause to be instrument contamination, and performed a decontamination procedure. Calibration and controls were run by customer to verify analyzer performance.